Event description:
It was reported that the lead exhibited high capture threshold. During replacement of the implantable cardioverter defibrillator for normal elective replacement indicator, the lead was capped and replaced.

Manufacturer narrative:
Na